Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service tech investigated the device and found a incorrectly calibrated current probe. The probe was re-calibrated and the device was returned to service. A supplemental medwatch will be submitted if additional info becomes available.

Event description:
It was reported that prior to use, the hcu30 device would not deliver water less than 12 degrees celsius for the cardioplegia circuit. The customer stated the cardioplegia or main side lines had not been de-aired prior to use. No pt involvement. Ref: (B)(4).